Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the quantum maverick balloon catheter. The hypotube, shaft, tip, and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and in the balloon. The balloon was loosely folded. Inspection of the device revealed that there was a pinhole at the distal end of the distal markerband. There was no damage or irregularities to the markerband to have caused the pinhole.

Event description:
Reportable based on device analysis completed on 13-jan-2021. It was reported that balloon inflation failure occurred. The 85% stenosed target lesion was located in the middle and distal end of left circumflex coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was used for dilatation but the balloon could not fully inflate. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, returned device analysis revealed a balloon pinhole.